Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Event description:
According to the available information, the patient reports pain during urination since the device was implanted. Seven months later and it hasn¿t subsided. The patient still feel pain when they urinate and it lasts for approximately 3 to 4 minutes afterwards. Two different kinds of urine tests have been performed and the patient has also been scoped without finding anything.